Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿periorial/nlfs ¿ with .3ml juvéderm vollure¿ xc. During the treatment the patient experienced, ¿facial artery¿ and ¿blistering started after patient went home¿. The patient was in pain after the hylenex® treatment of 12 vials. The patient was also treated with, nitropaste topical, antiviral and antibiotics. The hcp also reported ¿patient is doing ok, making an incredible recovery and does not expect a scar¿.